Event description:
The diu150 model intraocular lens (iol) was removed and replaced from the patient¿s ocular sinister (left eye) during the same procedure to place a 3-piece lens after being fully inserted. Vitrectomy, yamani technique to secure the 3-piece lens, sutures, and a one (01) hour procedural delay were reported during the initial surgery however, it is unknown if the incision was enlarged. There was no medical attention and no medication prescribed (outside of standard care). The iol directions for use were followed. Patient prognosis post-procedure was reported as fully recovered. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section a-6 patient race: unknown as information was not provided. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.